Manufacturer narrative:
Evaluation summary: one ez45b device was returned with no visual non-conformances and with no cartridge loaded. Upon further inspection of the device, the right wedge band was bent. No functional test could be performed; therefore, the device was disassembled to verify the condition of the internal components and as previously confirmed by the visual inspection, the right wedge band was bent; no other anomalies were noted. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that the device was used during a thoracic procedure. The device jammed. Unknown how case was completed. There was no consequence to the patient. One device is being returned.